Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a syndeo syringe pump that did not give an error message with the device underdelivered. This event occurred during patient use on (B)(6) 2010. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Event description:
Boston scientific crm received information that during the routine device replacement procedure, the setscrews of this implantable cardioverter defibrillator could not be loosened; therefore, the right ventricular defibrillation lead could not be disconnected. The lead had to be cut in order to be removed. The device and lead were removed, replaced, and returned for analysis.

Manufacturer narrative:
(B)(4).